Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient had runs of ventricular tachycardia and a hematoma in the right axillary pocket. Additionally, the pump exhibited low flow. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.

Manufacturer narrative:
Investigation summary: clinical symptoms (arrhythmia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (pain): the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the pump was not returned for investigation. According to the clinical details, low flow was reported on 04-oct. Data log shows the pump p-level was reduced from p8 to p4 on 02-oct while experiencing suction alarms. Later, flow was seen to gradual decrease below 1 l/min, with some improvement noted while running on steady p4. There was no conclusive trend noted on the placement signal related to patient condition. No motor current spike or positioning issue was noted during the time of low pump flow. The cause of the low pump flow was not determined without returned product investigation and sufficient clinical details. Access site adverse event (hematoma): the cause of the access site adverse event was not determined without returned product investigation and sufficient clinical details. Device history lot: device batch: 1951078. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.